Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the z-slide clip and the a5 pressure sensor were replaced. The system is fully functioning. Evaluation of the device data indicates that no issues were observed for the reported aca. The drape clip not properly securing the drape is a hardware issue that cannot be captured in the logs. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a faulty z-slide clip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a pre-operatively phase for a left partial nephrectomy procedure, the arm cart assembly (aca) drape clips securing the final section of the arm drape were loose and did not ensure proper fixation of the additional drape. This condition limited the movement of the instrument drive unit and presented a potential risk to the sterile field. This occurred on multiple acas. No patient involvement.

Manufacturer narrative:
Product ID: mrasc0002 sn:c24tlh1499 product ID: mrasc0002 sn: (B)(6) product ID: mrasc0002 sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a pre-operatively phase for a left partial nephrectomy procedure, the arm cart assembly (aca) drape clips securing the final section of the arm drape were loose and did not ensure proper fixation of the additional drape. This condition limited the movement of the instrument drive unit and presented a potential risk to the sterile field. This occurred on multiple acas. No patient involvement.